Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The scaffolds remain in the patients. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s. The additional adverse patient effects are being filed under a separate medwatch report #. Article titled: "five-year follow-up of patients who underwent everolimus-eluting bioresorbable scaffold implantation." (B)(4).

Event description:
Details are listed in the article, titled ¿five-year follow-up of patients who underwent everolimus-eluting bioresorbable scaffold implantation" it was reported through a research article identifying absorb scaffolds that may be related to the following: myocardial infarction, subacute/late/very late thrombosis, deaths, failures to cross, and revascularization. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effects of death, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, a conclusive cause for the reported difficulties and patient effects could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Article titled: "five-year follow-up of patients who underwent everolimus-eluting bioresorbable scaffold implantation."